Event description:
Complainant alleged that during a routine preventative maintenance check, the device inappropriately displayed message code "elect pads off"complainant indicated that there was no patient involvement in the reported failure.